Event description:
A healthcare professional reported that, during surgery an ophthalmic knife was unable to perform puncture of the cornea. Procedure details are unknown. The surgery was completed on the same day with new knife, and there was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).